Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio/vibrate anomaly and unresponsive buttons. The customer was assisted with beep/vibrate anomaly troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there was a constant tone. The battery was removed and reinserted but the issue persisted. The customer stated that the issue did not continue when they moved to another location. The customer stated that there was an unexpected restart alarm on the insulin pump and troubleshooting for the alarm was performed. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer was advised that the insulin pump needed to be replaced and was advised that they may continue to wear the insulin pump until replacement arrives. It was stated that motor error and unresponsive buttons troubleshooting was not performed due to the insulin pump already being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. Unexpected constant tone due to traces of corrosion found at the electronic assembly. The motor assembly had moisture damage per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. We were unable to verify unexpected restart alarm and motor error alarm due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.